Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a revision surgery to remove a cage that backed out. Intraoperatively the surgeon noticed that the left l4 and s screws were loosened. The screws were replaced. No patient complications were reported.

Manufacturer narrative:
Applicable imaging films were returned to the manufacturer for evaluation. Four lateral views of an instrumented fusion l4-l5-s1. Implant was intially well positioned in film #1. It moves posteriorly into the canal in films 2 and 3. The final x-ray shows removal of crosslink, removal of posterior aspect of cage (posterior nitinol marks gone) with repositioning of the spacer.